Event description:
Reactivity for parainfluenza 2 target was reduced in xtag respiratory viral panel kit. Subsequently, while troubleshooting this issue we noticed new lots ordered as replacements displayed reduced reactivity for adenovirus and human metapneumovirus.